Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. An exterior visual inspection of the returned cycler showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained dim. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a cycler's screen was dim during step 3 of setup. Display brightness was set to 10. The cycler was rebooted and the screen remained dim. The cycler was replaced due to screen brightness problem. The technical support representative advised that a replacement cycler would be issued, and to continue using their current unit. Upon follow up, it was confirmed that the patient was able to complete treatment on the reported day. A new cycler has been sent to the patient and the old one will be returned as scheduled. No patient adverse effects were experienced, and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.